Manufacturer narrative:
Supplemental report (B)(4). Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the complaint (B)(4) has been evaluated. The batch 6004837 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guideline for test of reference samples version 11 for the code soft cannula found kinked upon removal from infusion site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with wi version 41 test on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to with wi version 10 test on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6004837 was manufactured according to the document version 110 on the packing process in the line 3, on 05/jan/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue of 2 infusion sets cannula being crimped on 10-jun-2024. The site of insertion was located at the back of the arm. The symptoms occured within 3 or more hours of insertion.the set was in use for around 48 hours. The patient confirmed the introducer needle was ahead of the cannula prior to insertion. The blood glucose level were displayed as high and was treated with correction injection via mdi.. The issue was resolved by replacing infusion set and resuming insulin. Unomedical do not see bent/kinked as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend/kinked slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).- MDR device 2 of 2.